Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient has been symptomatic since initial implant with shortness of breath (sob) and fluid overload. The patient has had frequent pi events and power elevations. Echocardiogram (echo) shows no flow in the cannula position sub-optimal. The hospital planned to return the patient to the operating room (or) to assess inflow position and pump pocket size as well as the pump angle in pocket. If unable to revise inflow to optimal position, the pump will be exchanged. Additional information submitted to the manufacturer reported that the patient was discharged as the patient felt better and is currently home.

Manufacturer narrative:
The patient was discharged home and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.